Manufacturer narrative:
(B)(4). Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. Pump received with cracked case battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Troubleshooting was performed. Customer was calling back after previously completing low battery troubleshooting within 1 week. Customer tried a aa lithium battery in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.